Manufacturer narrative:
9/21/1998- supplemental report sent to FDA. Additional data entered in d-9. Device evaluation indicated in h-3 and codes entered in h-6.

Event description:
The device was used during a gallbladder procedure. Reportedly, the clips did not advance properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.